Event description:
Our rep is reporting that less than 1 year (exact date not known) post op to an acl repair in 2006, a patient presented with a cyst in the tibial tunnel where a mitek milagro fixation screw resided. For remedy, the surgeon performed a re-surgery, he removed what was left of the fixation device, removed the cyst and filled the void with a bone plug. In the original surgery an "allograft" was used.

Manufacturer narrative:
Details are sketchy at this point. Mitek is in the information gathering mode. When all of the information that can be received is received and evaluated, the results of that investigation will be the subject of a follow-up report.